Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tear could not be determined. Additionally, the reported patient effect of unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted the patient presented with atrial fibrillation, p2 prolapse and paravalvular leakage (pvl) with an evolut r present. The first clip was successfully deployed. Then a second clip delivery ssystem (cds) was advanced to the mitral valve, and the clip was implanted on the lateral side of the 1st clip. The clip is stable on both leaflets; however due to movement restriction of the anterior leaflet, the pvl was more prominent as the heart rate increased above 100. At this point the patient's blood pressure was not stable. Medication was given to stabilize hemodynamics and beta-blockers were administered to treat the increase of blood pressure. The gradient was 8mmhg due to the increase of heart rate which was not treated. The atrial fibrillation worsened after the procedure. A total of 2 clips were implanted, reducing mr to 1+.there was no clinically significant delay in the procedure. It was reported that one month after the procedure the patient returned for follow up and a tear was confirmed on trans esophageal echocardiogram. The patient also suffers from aortic regurgitation and overall symptoms are poor. The clip is stable on the leaflets. No treatment was performed. No additional information was provided.